Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for breaks during use, separates in vial, leakage, loose, bending during use, dull, irritation and dimension on lot # 9210932. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9210932. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle were too long and some broke off during injection. This caused leakage. This occurred on 2 occasions. The following information was provided by the initial reporter: material no.: 328418 batch no.: 9210932 it was reported that two needles separated from the hub and lodged in the injection site during injection. Consumer also reported needles separated in the vial, syringes leaked between the needle hub and barrel, needle bends when inserted into the vial and during injection, needle dull making it difficult to insert into the skin resulting in sores at the injection site and consumer believes that some of the needles are longer than others in the bag. Verbatim: stated that two needles separated from the hub and lodged in the injection site during injection. Consumer was able to remove one of the needles with fingertips and the other one was removed with a tweezer. Needles also separated in the vial as he was drawing the insulin. Syringes leaked between the needle hub and barrel. Needle was loose inside of the shield, hub still attached to the syringe. Needle bends when inserted into the vial also bends at the injection site during injection. Needle dull, making it difficult to insert into the skin. Sores at injection site after injection. Also mentioned that he believes that some of the needles are longer than others in the bag. All issues are related to one lot, one box and involves 4 bags. Consumer is new to using bd syringes and does not re-use.